Event description:
It was reported that a patient presented for unspecified lead repositioning. During repositioning it was noted that the right ventricular (rv) lead helix would not extend. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Additional information received notes that there was high capture threshold on the right ventricular (rv) was noted.